Manufacturer narrative:
An event of device malposition, incomplete coaptation (leaflet/cusp obstruction), central regurgitation, patient device interaction problem, thrombus, aortic regurgitation, and cardiac enzyme elevation was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. The provided imaging was reviewed by an abbott senior design/product development engineer and an abbott clinical engineering manager. Based on available information, the reported incomplete coaptation, central regurgitation, and cardiac enzyme elevation appear to be related to thrombus on the leaflet. A cause for the reported thrombus could not be conclusively determined. A cause for the reported device malposition could not be conclusively determined. The reported hospitalization is the result of case-specific circumstances. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2024, a 27mm navitor valve was chosen for a transcatheter aortic valve implantation (tavi) procedure using a large flexnav delivery system. Prior to procedure, the patient was not on oral dual antiplatelet therapy (dapt). The annular dimensions were effective orifice area 435mm^2, perimeter 77.1mm, and ascending aorta diameter 35.2×35.4mm. During procedure, the activated clotting levels was 275 seconds, and heparin was administrated. The valve was implanted at a final implant depth of 6mm at noncoronary cusp (ncc) and 6mm at left coronary cusp (lcc). On (B)(6) 2024, echocardiography revealed that the right coronary cusp (rcc) was not working, and the patient had severe aortic regurgitation (ar). From echocardiogram (echo) images, the ar was confirmed as the rcc remained open and would not close. The brain natriuretic peptide (bnp) exceeded 400. Oral aspirin was started on the morning of (B)(6). On (B)(6) 2024, from computed tomography (CT) images, it was confirmed the rcc stent-cells were inferior to the ncc and lcc stent-cells. The area for the rcc was reduced, and there was an area of high intensity which resembled a thrombus. Warfarin internal use and heparin continuous administration was started after the thrombus confirmation. The patient was reported as stable.

Manufacturer narrative:
An event of device malposition, incomplete coaptation (leaflet/cusp obstruction), central regurgitation, thrombus, and cardiac enzyme elevation was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Information from the field indicated that the valve was correctly sized based on provided annular dimensions and the final implant depth was 6mm from the non-coronary cusp (deeper than the recommended 3mm). Four days after the device was implanted, echocardiography revealed that the right coronary cusp (rcc) was not working, and the patient had severe aortic regurgitation (ar). From echocardiogram (echo) images, the ar was confirmed as the rcc remained open and would not close. The brain natriuretic peptide (bnp) exceeded 400. From computed tomography (CT) images, it was confirmed the rcc stent-cells were inferior to the ncc and lcc stent-cells. The area for the rcc was reduced, and there was an area of high intensity which resembled a thrombus. The thrombus in the leaflet caused the rcc to not function correctly. The patient did not have any conditions or medications that could contribute to hypercoagulability, and the patient was not on dual antiplatelet therapy (dapt) prior to the surgery. Based on available information, the reported incomplete coaptation, central regurgitation, and cardiac enzyme elevation appear to be results of the thrombus. The reported thrombus appears to be a result of procedural conditions (patient not administered dapt prior to procedure). A cause for the reported device malposition could not be conclusively determined. It is possible that the implant depth was considered optimal for the patient. However, this cannot be confirmed. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a 27mm navitor valve was chosen for a transcatheter aortic valve implantation (tavi) procedure using a large flexnav delivery system. Prior to procedure, the patient was not on oral dual antiplatelet therapy (dapt). The annular dimensions were effective orifice area 435mm^2, perimeter 77.1mm, and ascending aorta diameter 35.2×35.4mm. During procedure, the activated clotting levels was 275s, and heparin was administrated. The valve was implanted at a final implant depth of 6mm at noncoronary cusp (ncc) and 6mm at left coronary cusp (lcc). On (B)(6) 2024, echocardiography revealed that the valve was thrombosed in the leaflet, so right coronary cusp (rcc) was not working, and the patient had severe aortic regurgitation (ar). The brain natriuretic peptide (bnp) exceeded to 400. On (B)(6) 2024, from computed tomography images, it was confirmed the rcc stent-cell was inferior to the other non-coronary cusp (ncc), left coronary cusp (lcc), and the area of rcc was reduced. In rcc part, there was a high-intensity part and a low-intensity part. From echocardiogram (echo) images, the ar was confirmed by opening of rcc part. The patient had no other symptoms. Oral aspirin was started on the morning of 5th february. Warfarin internal use and heparin continuous administration has been started after the thrombus confirmation. The patient was reported as stable.